Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to getting a strong odor from the device that keeps the patient up at night. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The patient has alleged to get a strong odor from the device that keeps her up at night. Also alleged having sinus issues and throat irritation. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in this device. The external investigation showed that there were no signs of contamination on the outside of the device. The internal investigation showed that there were signs of unknown dust contamination in the blower box as well as in and on the blower motor. There were no signs of sound abatement foam degradation in the blower box. The manufacturer concludes unable to address the complaint or symptoms. Found no evidence of sound abatement foam degradation or breakdown. Section b7 other relevant history, including preexisting medical conditions, was missed in the previous report, and section d4 unique identifier (UDI) was captured incorrectly in the previous report. It has been updated and corrected in this report.